Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-01572.

Event description:
As reported by our affiliates in (B)(4), nearly four years after the implant of a 26 mm sapien xt valve by ta approach, a valve-in-valve with a 26 mm sapien 3 valve by ta approach had to be performed as the patient presented increased gradients. There was a mild central regurgitation (I/IV). The gradients have been increasing on echo since the procedure. The patient had also developed several symptoms like angina and heart failure. No thrombus was described on echo. After the valve-in-valve procedure, the patient had an embolic stroke and an embolism at the renal artery that caused the death of the patient.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Increased gradients of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the valve degeneration is unknown. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a nonfunctioning leaflet. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in sweden, nearly four years after the implant of a 26 mm sapien xt valve by ta approach, a valve-in-valve with a 26 mm sapien 3 valve by ta approach had to be performed as patient presented increased gradients. After the valve-in-valve procedure, patient had several tia and an embolism at the renal artery that caused the death of the patient.